Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be the result of prosthesis wear. Additional reasons for the reported revision may be femoral loosening, instability, or due to inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening and instability could not be confirmed from the provided information. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 7.5 years right tka, the 62 y/o male patient complained of pain. Patient had a loose femur and recalled poly. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray and image received. The devices are nor available for evaluation due to hospital will not release. Recall implants . It was reported via legal documentation that the patient underwent a bilateral total knee replacement surgery and was implanted with an optetrak device. The patient began experiencing pain, swelling, clicking, popping, and unsteadiness in both knees. His knees would also feel hot to the touch. The patient visited his physician for an annual follow-up appointment regarding his knee replacements. He reported pain, swelling, clicking, popping, sensations of looseness, difficulty ascending and descending stairs, and issues moving from a seated to standing position. The physician also noted bilateral knee effusion and recommended aspiration of the knee followed by revision surgery if the aspiration revealed no infection in the knee. There is no other patient demographic or medical history available. No additional information is available.

Manufacturer narrative:
Related: MFR #1038671-2023-00758 report 1 of 2. H11. Additional manufacturer narrative- report 2 of 2. D10. Concomitants: 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t three peg patella. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.